Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. Medical records were received and reviewed. Medical images have been made available to the manufacturer and review is currently underway and the investigation of additional information regarding the reported event is currently underway. Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient with deep venous thrombosis and a pulmonary embolus was scheduled for placement of an inferior vena cava (ivc) filter. The right femoral vein was accessed and an inferior venacavogram demonstrated a patent vena cava. The filter was then deployed at the l2 level without incident. Approximately one year four months post filter deployment, CT imaging demonstrated linear metallic densities projecting within the right ventricle. During consultation the physician indicated that the linear metallic densities were most consistent with two limbs of the filter that had been stable for the last 9 to 12 months without any movement or current concerns. The physician recommended no further cardiac work-up or treatment. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques.

Event description:
It was reported that approximately four years post vena cava filter deployment, an incidental finding on CT scan demonstrated a detached filter limb in the right ventricle. Patient was asymptomatic and would follow up with cardiology. New information received: approximately eleven months post filter deployment, a CT scan showed the filter with a detached limb. Approximately one year five months post filter deployment, x-ray demonstrated the detached limb in the right ventricle.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Images and medical records were provided and reviewed. Approximately one year four months post filter deployment, CT imaging demonstrated linear metallic densities projecting within the right ventricle. Therefore, based on the provided images and the medical records, the investigation can be confirmed for detached filter limbs. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques.

Event description:
It was reported that approximately four years post vena cava filter deployment, an incidental finding on CT scan demonstrated a detached filter limb in the right ventricle. Patient was asymptomatic and would follow up with cardiology. New information received: approximately eleven months post filter deployment, a CT scan showed the filter with a detached limb. Approximately one year five months post filter deployment, x-ray demonstrated the detached limb in the right ventricle.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for the alleged detached filter limb as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately four years post vena cava filter deployment, an incidental finding on CT scan demonstrated a detached filter limb in the right ventricle. Patient was asymptomatic and would follow up with cardiology.